Event description:
Customer reported via email that for the past several months he had been receiving "low readings" from his adc blood glucose meter. Customer further reported the following readings: 72 mg/dl on (B)(6) 2013 at 9:22 pm, 76 mg/dl on (B)(6) 2013 at 11:14 pm and 79 mg/dl on (B)(6) 2013 at 5:04 pm. (Customer also mentioned several additional readings ranging from 44 mg/dl - 94 mg/dl, but no date/time provided). It was further reported customer experienced multiple symptoms and self-presented to his healthcare provider on an unspecified date. Customer noted his hgba1c result was 8.1 and that he was given new medications: "humulin 500" (humulin r u-500) insulin and lantus at bedtime. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1284640) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The meter has been returned and an investigation utilizing the returned meter and retained test strip lot no: 1353235 has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. The actual date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.